Event description:
It was reported that the tissue pad of the subject device came off (peeling), however, it did not fall off but remained stuck on. The issue occurred during a therapeutic laparoscopic lumbar resection (appendectomy) procedure that was complete using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the investigation results, it was likely that the peeling of the tissue pad occurred due to the following mechanism: the tissue pad may have worn out, causing some sections to detach. This wear could have resulted from the ultrasound being activated with the gripping part closed, even when not gripping the tissue, including after the tissue had been cut. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.